Event description:
Neonate was in a crib - nurse put up side rails when asked by co-worker to assist - however, side rail did not latch securely. Nurse with back turned heard noise - neonate on floor. It is felt this is an operator error, however, the staff has felt there is a bit of a design problem in that cords from the patient many times catch in one end of the rail preventing one end from latching adequately (both ends). Facility has requested the manufacturer to investigate this & meet with the nursing staff hearing their concerns. Facility would add with the exception of this one feature, the staff feels these are great beds for the patients & in providing care. The neonate was transferred to a neonatal unit. Mother had gone into premature labor, on a business trip. This was a planned transfer.